Manufacturer narrative:
Device code relates to problem code for the reported event of stent migration. According to the complainant, the suspect device was contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent has been implanted to treat a malignant stricture in the esophagus during a stenting procedure performed on (B)(6) 2018. According to the complainant, post stent placement, on (B)(6) 2018, the patient underwent a scheduled gastroscopy per protocol to check for stent placement. The image revealed the stent had migrated. The stent was removed with forceps and a second stent was implanted in the same location. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be stable.